Event description:
It was reported that during a patient encounter with a selenia dimensions mammography system on (B)(6) 2026, "patient got shocked touching detector with finger. Patient finger swelled up and she has radiation [radiating] pain in forearm. Tech indicates that patient had just got out of shower and her hair was still wet. Site rad [radiologist] checked her out and she was going to see her primary care physician". Customer outreach was performed to further clarify any interventions required for the patient with her primary care physician. The customer confirmed they are "not aware of the details that may have been discussed between the patient and her primary care physician". Field service engineer (fse) was dispatched to investigate the device and their resolution stated, "the incident was likely due to static electricity seeing as how the patient also shocked the technologist as well while both were not in contact with the mammo [mammography unit]." The system was investigated by the fse, passed all tests and met manufacturers specifications. No further information is currently available at this time.